Event description:
Pt's spouse called in 2002 alleging that the pt's one touch ii meter was giving the "clean test area" message. Pt was getting the "cta" message for a couple of weeks. The first week, pt was "still getting readings off and on". The second week, pt just kept getting the "cta" message. The previous day, pt felt like they were really high. Spouse called 911. The emt tested pt on their meter with a result of 532mg/dl. Paramedics then advised pt to take their sliding scale insulin based on that reading. Pt took 20 units of regular insulin. Pt was not taken to ER. Spouse called the next day and got a replacement. No further info has been reported.